Event description:
A cartridge alarm was reported during the load process by the caller. There was no adverse impact to the customer¿s blood glucose level. Cts assisted the caller in successfully loading a new cartridge, allowing them to resume insulin therapy, and the issue was resolved.